Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys tacrolimus result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was <0.5 ng/ml. The repeated result was 4.7 ng/ml. The questionable result was reported outside of the laboratory and questioned by the physician. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer reported liquid level detection (lld) alarms. The customer was advised that the discrepant results could possibly be caused by static electricity. They were then instructed to clean the sample and reagent probes with delicate task wipers from top to bottom with special attention to the tips. A prime was performed to check if the water was coming out vertically. The customer was also advised to remove static electricity from the bottom of the specimen container by attaching it to the delicate task wipers before setting it on the instrument. The investigation determined that there was missing preventive maintenance and information. The investigation determined that the issue was caused by sample pipetting no further issues were reported by the customer. The investigation determined that the local service resolved the issue.